Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced an event of hyperglycemia and diabetic coma on (B)(6) 2024 which leads to hospitalization. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.